Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that the customer experienced error 23072 occurring on the universal surgical manipulator 2. There was no report of patient involvement or patient injury. Intuitive followed up and obtained additional information. Issue occurred during procedure. The customer initially removed the instrument and then reinserted it, but it did not resolve the problem. The customer subsequently decided to power down the robot, after which the incident was cleared. There were no consequences or adverse effects for the patient. The surgical procedure was interrupted for approximately 5 minutes.